Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had blank display and also damage. The customer¿s blood glucose level was 93 mg/dl. The customer stated that they had changed the battery and it had three alerts before it turned off and inserted new batteries and the turned on. The customer stated that the was replacing the battery when his pump would not turn back on. It was reported that there was damage around the battery compartment. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received battery tube threads. No damage on the lcd isolation tape noted.